Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709, lot # l55563, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported that a non-critical pump alarm started around 10am on (B)(6) 2015. The patient did not think she was due for a refill at this time. The patient did not have her last refill printout; however, believed her refill was due in april. The patient reported feeling sick with increasing tone prior to beeping of pump. The patient also experienced increased spasticity. The patient was instructed on dosing protocol for oral baclofen. The patient was instructed to go to the emergency room should her spasticity worsen. On (B)(6) 2015, the patient reported feeling better after taking oral baclofen. On the date of this report, telemetry confirmed that a low reservoir alarm was reached. It was noted that at the last refill, the healthcare professional (hcp) had filled the pump with 20mls rather than 40mls. The pump was programmed properly with the 20ml reservoir volume and the pump alarmed properly; however, the patient was told to return in 6 months. The patient thought that the alarm sounded early when, in actuality, everything was programmed properly and the alarm sounded properly. It was only that the patient was told the wrong day to return for a refill; there was an error for the refill appointment. The pump was refilled on (B)(6) 2015 and, as of the following day, the patient was feeling fin e/doing well. The device system was used to deliver baclofen.